Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge

Event description:
Information received by medtronic indicated that buttons were harder to press. The customer stated that the insulin pump had crack near battery cap and at back of insulin pump. The insulin pump rejected new batteries and lost settings when changing batteries. The insulin pump sent an alarm, but customer was not sure what it said and customer had to reset it. The customer also stated that the battery cap was stripped. No harm requiring medical intervention was reported. The insulin pump will not be returned for analysis.